Event description:
Report rec'd of an under-delivery during routine preventative maintenance testing. There was no pt involvement and no reported problems with a pt while the pump was in clinical use.